Event description:
Healthcare professional implant rupture on both sides. Pfn states "according to ultrasound of mammary glands and during the surgery there were revealed defects of implant along the back and front walls." Device has been explanted and replaced with non-abbvie device. Record relates to the left side.

Manufacturer narrative:
Clarification to d.9: device has not been received. Photos were received for analysis per date provided. Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional implant rupture on both sides. Pfn states "according to ultrasound of mammary glands and during the surgery there were revealed defects of implant along the back and front walls." Device has been explanted and replaced with non-abbvie device. Record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20dec2023.

Event description:
Healthcare professional reported left side rupture and "defects of implant along the back and front walls." Device has been explanted.